Event description:
Information was received indicating that a smiths medical peripheral intravenous catheters (pivc) jelco safety protectiv plus catheter, blood leakage was noted at the puncture point and patient experienced pain during vein patency test. It was also reported that the catheter was removed but a tip of plastic tubing was remaining stuck in the arm. No further adverse effects were reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. DHR review was done, nonconformance data identified one in-process nonconformance, however, the nonconforming product was from totes not included in lot # 4061730 and was scrapped.